Event description:
Per the clinic, the patient experienced pain at the implant site. Subsequently, the patient was treated with oral and topical antibiotics (date and duration not reported).

Manufacturer narrative:
This report is submitted on january 12, 2024.